Event description:
On (B)(6) 2024, a powerport m.r.I. Isp was placed in a patient diagnosed with cervical cancer, using the internal jugular vein as the puncture site and positioning the port on the right chest wall. On (B)(6) 2025, approximately 15 months post-placement, it was observed that blood could not be withdrawn from the catheter. It was further was reported that the catheter had broken into two pieces within the body. Reportedly, leakage was noted from the break and extravasation occurred. Additionally, it was reported that the patient experienced swelling on the right side of the neck and chest. The disconnected catheter was successfully retrieved using a retrieval device, and the central venous catheter was removed without complications. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a powerport m.r.I. Isp was placed in a patient diagnosed with cervical cancer, using the internal jugular vein as the puncture site and positioning the port on the right chest wall. On (B)(6) 2025, approximately 15 months post-placement, it was observed that blood could not be withdrawn from the catheter. It was further was reported that the catheter had broken into two pieces within the body. Reportedly, leakage was noted from the break and extravasation occurred. Additionally, it was reported that the patient experienced swelling on the right side of the neck and chest. The disconnected catheter was successfully retrieved using a retrieval device, and the central venous catheter was removed without complications. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments were returned for sample evaluation. Along with return sample one x ray and photo was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be uneven, and the surface was noted to be granular in one region and round/smooth in the other region. Split was noted on attached catheter. Upon infusion, a leak from the split on the attached catheter was observed while water exited the distal end of the catheter. Complete break was noted in photo review, and the x-ray image shows the port in the right chest with the catheter that is attached traveling to the right internal jugular and directed toward the head. Suction issue was cascading event due to break. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, fluid leak, migration, suction problem and identified wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.